Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and high out of range left ventricular (lv) pacing impedance measurements. This crt-d was explanted and replaced. No additional adverse patient effects were reported. At this time, this crt-d has not been returned to boston scientific for further analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a non-boston scientific left ventricular (lv) lead exhibited loss of capture (loc) and high out of range lv pacing impedance measurements. This crt-d was explanted and replaced. No additional adverse patient effects were reported. At this time, this crt-d has not been returned to boston scientific for further analysis. Additional information was received, during the replacement procedure it was found that the non-boston scientific lv lead was completely fracture. No additional adverse patient effects were reported. This crt-d is not expected to be returned to boston scientific.